Event description:
It was reported that this right atrial (ra) lead became dislodged and this was confirmed via x-ray. The physician suspected too much slack was left in the atrial lead during implantation. The dislodgment resulted in ventricular pacing by the atrial lead as both atrial and ventricular leads were on top of each other. This lead was successfully repositioned. No additional adverse patient effects were reported.